Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. The error was not duplicated. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was being used for treatment at the time of the reported event. The DHR review is not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. The actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device received an error message non-recoverable system error during patient use. Checked the log, error 64 (non-recoverable system error) was found twice on the data. The device was switched to the second one and returned to imi for investigation on march 12. The customer requests to provide the evaluation report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error message non-recoverable system error during patient use. Checked the log, error 64 (non-recoverable system error) was found twice on the data. The device was switched to the second one and returned to imi for investigation on march 12. The customer requests to provide the evaluation report.